Event description:
It was reported when using the bd pyxis medstation system the half height drawer failed to stay closed. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detecting to close. The field service engineer verified the magnet, swapped and replaced the sensor from 3.1 to 3.2 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.